Event description:
It was reported when using the an unknown bd® blood collection tubes reports that tops are opening after sample draw. The following information was provided by the initial reporter. The customer stated: "customer reports that tubes are opening after sample draw, when the tube is recapped manually, it has been happening during transportation or at the lab."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections manufacturer name, city and state and MFR site and the (B)(6) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the tube k2edta plh 13x75 4.0 plbl lav br bd® blood collection tubes reports that tops are opening after sample draw. The following information was provided by the initial reporter. The customer stated: "customer reports that tubes are opening after sample draw, when the tube is recapped manually, it has been happening during transportation or at the lab."customer reports that tubes are opening after sample draw, when the tube is recapped manually, it has been happening during transportation or at the lab. I believe that the lot that I have here is no longer the same at the time of notification. In any way, follow the current batch: purple tube: lot 2120746.

Manufacturer narrative:
The following fields have been updated with additional information: event description changed to: it was reported when using the tube k2edta plh 13x75 4.0 plbl lav br bd® blood collection tubes reports that tops are opening after sample draw. The following information was provided by the initial reporter. The customer stated: "customer reports that tubes are opening after sample draw, when the tube is recapped manually, it has been happening during transportation or at the lab."customer reports that tubes are opening after sample draw, when the tube is recapped manually, it has been happening during transportation or at the lab. I believe that the lot that I have here is no longer the same at the time of notification. In any way, follow the current batch: purple tube: lot 2120746. Medical device brand name: tube k2edta plh 13x75 4.0 plbl lav br bd® blood collection tubes. Medical device manufacturer: becton dickinson industrias cirurgicas, ltda. Material # 360057. Lot # 2120746. Expiration date: 08/31/2023. UDI # (B)(4). Manufacturing location: becton dickinson industrias cirurgicas, ltda. Investigation summary: bd had not received samples or photos for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and 12 retention samples for functional testing and there were no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the an unknown bd® blood collection tubes reports that tops are opening after sample draw. The following information was provided by the initial reporter. The customer stated: "customer reports that tubes are opening after sample draw, when the tube is recapped manually, it has been happening during transportation or at the lab.".